Event description:
It was reported that the pump exhibited a force sensor bridge test error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to duplicate the problem; the event history log was able to verify the problem. It was determined that the force sensor failure was the root cause. The force sensor was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.